Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a carotid endarterectomy using a retrograde approach, the balloon expandable stent allegedly dislodged from the balloon while being inserted into the 8fr introducer sheath on the first attempt, rending the device unusable. Another balloon expandable stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 10mm x 26mm balloon. The stent was returned detached from the balloon. Two kinks were identified 26.9cm and 55.7cm from the distal tip. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted to the catheter. The balloon was examined under microscopic magnification, and the stent crimp impressions could not be identified on the balloon surface. The stent crimp impressions could not be identified likely because the balloon had been previously inflated. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035 guidewire, and it passed with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion:the complaint investigation is confirmed for a stent detachment and inconclusive for a stent dislodgement, as the stent was returned detached from the catheter. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo vascular stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present] inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a carotid endarterectomy using a retrograde approach, the balloon expandable stent allegedly dislodged from the balloon while being inserted into the 8fr introducer sheath on the first attempt, rendering the device unusable. Another balloon expandable stent was used to complete the procedure. There was no reported patient injury.